Manufacturer narrative:
Two lots were indicated as potentials. The exact lot is not known. Complaint and product history records were reviewed for both lot numbers and documentation indicated the product met release criteria. Root cause has not been identified. There have been 5 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, thread-like foreign material came out of the cartridge during iol insertion. Foreign material removed by irrigation and aspiration. The surgery was performed and completed without product replacement.

Manufacturer narrative:
Additional method code 4101 and conclusion code 18 have been added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The used company cartridge was not returned for evaluation. Two lots numbers were indicated. It is unknown which lot is the complaint lot. One unopened company cartridges was returned. Ten unopened company cartridges was returned. One of the ten unopened company cartridge samples was randomly pulled for evaluation. The company cartridge was numbered 1 for evaluation purposes. The one unopened company cartridges returned was numbered 2 for evaluation purposes. The two returned company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A company lens and handpiece were indicated. The specific model/diopter of the lens was not provided. It cannot be determined if the lens was qualified for the company cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One unopened company cartridge returned for each reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. A company lens and handpiece were indicated. The specific model/diopter of the lens was not provided. It cannot be determined if the lens was qualified for the company cartridge. A non-qualified viscoelastic was indicated. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Company IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).